Event description:
It was reported that the patient during an outdoor activity, experienced the sudden onset of a rapid heart beat followed by multiple firing of the ICD. Patient was brought to the ER after additional firing of the ICD. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.